Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine and clonidine at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient saw code 8476 on her personal therapy manager (ptm) after attempting to give herself a bolus. She noted she had heard beeping earlier and "didn't think it was the pump." She notified the representative who helped her check the ptm logs and the stall had recovered. She was then able to deliver a bolus. No patient symptoms were reported. She did not have an MRI. It was noted she was working on a project with a small magnet, but that was not out of the ordinary. There was no other emi she was aware of. The patient was asked to go to her doctor's office to have the logs checked, but she did not want to. The doctor was made aware of the stall. The patient had already been scheduled for a normal replacement at the end of (B)(6) 2019 but due to the stall the replacement was rescheduled for (B)(6) 2019. There were no environmental, external or patient factors which may have led or contributed to the issue. It was noted the pump would be returned for analysis once explanted. The patient's status at the time of the report was alive - no injury. No further complications were reported.